Manufacturer narrative:
Surgeon said accuracy was good when he got down to the tumor. A snapshot of the tracer pattern used to register the patient for navigation was analyzed by software experts. It was found that the tracer pattern was not optimal for an accurate tracer registration. Software functioning as designed. Instructions for use provided with the system provide guidance and recommended pattern for tracer registration.

Manufacturer narrative:
On (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015 - software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On (B)(4) 2015 - a medtronic software representative, following-up, reported that upon review of the patient archives, it was seen that the plan showed an entry from the back of the head, while the majority of the tracer was over the front of the head. The tracer pattern never crossed the mid-line of the head. Because the tracer, and entry point, did not coincide or overlap, it is expected that the doctor would be inaccurate near the dura, and then regain accuracy as he/she moved toward the tracer area (and toward the tumor). Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, a microscope was allegedly inaccurate by 2-3 millimeters when cutting through the dura. However, once down near the tumor, the physician deemed being accurate again. It was not reported which direction the navigation system was inaccurate. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.